Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rashes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("sore muscles"), swelling ("swelling") and asthenia ("loss of energy (the patient reported energy levels are so much better the event loss energy was captured and the outcome recovering was added)"). The patient was treated with essure removing surgery. Essure was removed. At the time of the report, the rash, arthralgia, myalgia and swelling had resolved and the asthenia was resolving. The reporter considered arthralgia, asthenia, myalgia, rash and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :arthralgia and myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events added: "skin rashes", "swelling" and "loss of energy". Event outcomes changed. Case upgraded to serious incident. New reporter added. On 29-apr-2020: coding correction was done. Non significant changes were done. On 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.